Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When applying the locking nut to secure crosslink, the threads in the poly screw stripped out.

Manufacturer narrative:
Decision tree reassessed complaint no longer reportable. Chu received the sample for 219032 and part number 1883-41-100, (B)(4) is not reportable. Initial was sent as reportable. Sample received and threads were not torn. MDR decision tree will be revised to reflect investigation. A supplemental medwatch report will be submitted reflecting investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.